Event description:
A malfunction alarm was reported with the code malf 9, and the customer noted no events leading up to the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised the customer to monitor for any recurring errors. The customer confirmed understanding of the instructions.